Event description:
It is reported that the patient faced high blood glucose levels upto 400 mg/dl on (B)(6) 2026 due to patient inserted in scar tissue leads to bent cannula and was treated with insulin pen.

Manufacturer narrative:
E1 : (B)(6). Establishment name: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.